Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had trouble verifying and tracking the 90 degree curved suction and straight suction. It was noted that they displayed red with ~3.5 geometry error. There were no issues with verifying the registration probe nor registering the patient. There were no issues with patient tracker. It was noted that the issue was consistent across the whole flat emitter. The manufacturing representative (rep) confirmed that there was no apparent metal interference, the patient's head may have filled the em volume more than typical but no significant distance between head and emitter, all bob ports showed green when connected to instrument tracker, and they had swapped instrument trackers. It was noted that the rep did not have demo head, or nor own instruments to further troubleshoot with. Further troubleshooting was performed. The port statuses were all green when connected with a tracker. They were unable to replicate complaint with original instruments and demo model geometry errors: - nipt: 0.38 - straight suction :1.7 - 90-degree suction: 0.3 there was no variation in any when maneuvering them around the surface area of the flat emitter. The printcameradiagnostics showed all ports with no faults and no apparent abnormalities. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Section d information references the main component of the system. H3, h6; a medtronic representative went to the site to test the equipment. The port statuses were all green when connected with tracker and they were unable to replicate complaint. The print camera diagnostics ran with no faults noted. Instruments were tracked and registered as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The potential cause was suspected to be patient size coupled with swelling from surgical procedures potentially contributing to maximizing the electromagnetic (em) field, such that it could be harder for longer instruments' trackers to optimally be within that em field for tracking.

Manufacturer narrative:
H2: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.